Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -9.0/2.0/099 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting. On (B)(6) 2016 the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).